Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; due to a pinhole on channel tube, water tightness is lost; residual liquid or foreign material come out of channel tube; forceps elevator has residual liquid; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; due to wear of forceps elevatorlever, upwards/downwards knob cannot be locked securely; adhesive onbending section cover or distal sheath rubber has a crack; control unit has corrosion due to water leakage; ultrasonic transducer has corrosion; paint on air/water cylinder is peeled; connecting tube has a scratch; and acoustic lens has a scratch. (Damage level; does not reach to the glue-layer). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope, that the forceps channel had air leak. The issue occurred during the an unknown event. The procedure was diagnostic. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the residual fluid and foreign objects coming from the forceps mouth and foreign objects near the forceps stand. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. No deviations from the procedures described in the instruction manual was confirmed regarding the reprocessing of the equipment at the facility. Based on the results of the investigation, the foreign material could not be identified. It is likely that due to physical damage on the device, the foreign object could not be removed. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: chapter 6 application and conditions of cleaning, disinfection, and sterilization chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.